Manufacturer narrative:
Added: d3. The cause of the hypotension was not determined due to insufficient clinical details. The cause of the device in wrong position was not determined due to insufficient clinical details. The cause of the hemolysis/patient device interaction was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 58-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage e shock. The patient was diagnosed with takotsubo cardiomyopathy and experienced markedly labile blood pressure, with recorded measurements ranging from approximately 75/70 mmhg to 215/120 mmhg, making hemodynamic management difficult. An echocardiogram performed in the intensive care unit demonstrated that the impella cp was positioned too deeply, measuring approximately 4.4 cm within the left ventricle. The care team was informed of the device position, and no repositioning was performed at that time. Nursing and provider staff were educated regarding the potential risk of hemolysis associated with deep pump positioning, with recommendations for reassessment should hemolysis develop. On the following day, the clinical team made the decision to remove the impella cp device due to hemolysis and persistent labile blood pressure. Additional echocardiographic findings suggested a possible anatomic variation, including heart rotation, which may have contributed to device positioning challenges. The patient¿s elevated blood pressure and increased afterload were also identified as contributing factors during support. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. The impella cp device was operating at p-7 with approximately 3.4 liters per minute of flow prior to removal. The impella cp device was explanted, and the patient survived to device explant.